Manufacturer narrative:
Item number: item description: lot number: expiration date: manufacture date: UDI: (B)(4), xcela power injectable port with 8f x 750 mm attachable polyurethane catheter and silicone plugs, lot number unknown, expiration date and manufacturing date unknown, UDI: (B)(4). Based on the investigation and findings, the root cause of the infected port could not be determined due to the absence of a returned sample for evaluation. The review of nonconformances, capas, and risk assessment revealed no identified issues that could have led to the reported defect. The related risks for infection/sepsis are documented in the manufacturer's risk management file and outlined in the instructions for use. Due to the absence of product reference, batch number, and a returned product, a technical investigation could not be performed, and the reported defect could not be confirmed. Continued monitoring for similar complaints will be conducted.

Event description:
On or about (B)(6) 2012, patient presented herself to the emergency room at (B)(6) hospital, tennessee with complaints of tenderness and redness around the port site. Upon being admitted, patient's blood cultures were drawn and were persistently positive. Patient's medical team determined that the port had to be removed. On or about (B)(6) 2012, patient's port was removed by dr. (B)(6) at (B)(6).